Event description:
It was reported that there was a pixel issue on the pump display, affecting the ability to interact with the pump and read the screen. There was no reported impact to the customer's blood glucose level at the time of the event. The pump was replaced under warranty, with the customer informed of the need for replacement, and instructed to return the problematic pump using the provided materials. Customer declined to provide information regarding alternate insulin therapy.